Event description:
A physician reported that the implantable pacing leads were "too slippery to use" and that they were "like spaghetti." He further stated that they were difficult to handle and did not hold position. Specific serial numbers and event dates are unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without lot numbers or device serial numbers, the manufacturing dates cannot be determined. (B)(4).